Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The third report involving an (B)(4). This external ventricular drainage system (evd) ws not clinically used. An unopened evd with the same lot number of the other two that failed was pulled off the shelf and tested by attempting to flush saline through the proximal needle port. The line flushed, however it appears that there is an excessive amount of glue under and on the outside of the needle port connection.